Event description:
It was reported that an ilet device exhibited a nonresponsive and frozen touchscreen, with the display glitched and the background not updating, and a restart via the ilet app did not resolve the issue; the user wears a dexcom g7 and has backup therapy available. Symptoms included no adverse clinical effects. Outcomes included interruption of normal device use and the need for device replacement. Investigation included technical review of the reported behavior and collection of device information and images. Investigation of this case revealed a malfunction of the user interface display consistent with a screen failure. It was concluded that the device experienced a user interface hardware malfunction leading to loss of responsiveness and partial display visibility.